Event description:
It was reported that the tip of a threaded plate tack broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. The case was completed successfully with no additional patient outcomes.

Manufacturer narrative:
It was reported that the tip of a threaded plate tack broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2022. Additional information indicates the break occurred while removing the device, which is believed to be due to running into temporary fixation in place at the time. The case was completed successfully with no additional patient outcomes. The device was returned for evaluation and analysis confirmed the plate tack broke in the middle of the threads. The device history record was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Based on the analysis and available information it is likely the device was subjected to additional forces or bending stresses as a result of impact with another device in the bone which lead to its breakage. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.